Event description:
False negative result(s). My daughter took two of these tests a day apart. Both showed negative results even though she has moderate symptoms. Brought her to the dr to test for strep since these were negative and they did a pcr just in case. She tested positive on pcr. These are not accurate.